Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed.

Event description:
The pump was replaced prophylactically to avoid in-vivo battery depletion. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Device evaluation summary: interrogation of the pump showed that the pump had been delivering baclofen. Analysis of the pump found ¿alarm anomaly ¿ undetermined cause¿.